Event description:
Healthcare professional reported "capsular contracture baker grade iii" and " removal of textured devices due to product concern". This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events anxiety-product/procedure and capsular contracture was received on september 24, 2025, lot number 2263145. Based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation and creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" and " removal of textured devices due to product concern". This record is for the right side. Device was explanted.